Event description:
It was reported that pump displayed malfunction alarm code and required reset. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting pump, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if alarm appeared again, which customer acknowledged and understood.